Event description:
On (B)(6) 2021: customer called in to report multiple no call int ctl results while using the bc-gn assay. There was a device malfunction, once additional information becomes available the information will be provided.